Event description:
The gastrovideoscope was evaluated and a "b30" error was identified. No patient involvement.

Manufacturer narrative:
The b30 error was due to an electrical component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.